Event description:
On (B)(6) 2011, patient reported issues with preparation when pressing the blue button to extend the introducer needle on the infusion set. Patient stated there were no issues with inserting the infusion set. Patient reported experiencing leaking issue and was able to tell because his clothes were wet and he could smell the insulin. Patient stated his blood glucose levels increased to 18.0 mmol/l (324 mg/dl). Patient reported he attempted to treat the elevated readings by injection therapy but went to the hospital because he felt awful. Patient stated he expects his blood glucose level to be around 7.0-9.0 mmol/l (126-162 mg/dl). Patient declined to provide additional information regarding the hospital episode. Patient reported the infusion set cannula was never bent or kinked. Patient uses the insertion assist plus device to insert the infusion sets. Patient stated the elevated blood glucose symptoms appeared about 2 hours after inserting a new infusion site. Patient reported he had this issue multiple times. Patient no longer has the alleged infusion sets. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.